Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's prior ins was removed because it malfunctioned. No specific symptoms were reported, the serial number of the device was not provided and the exact date of when the event occurred was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.